Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation trunk cable connector j704 on the distribution node pca was physically damaged, causing the ECG c&d cable to not be recognized. The root cause for the damaged connector could not be positively identified.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.